Event description:
A 46 yr old white female g2p2 status post bilateral subglandular dow corning gels (unsure, no recrods) 2/77 for augmentation. Denies history of trauma or decreased size but positive closed capsulotomy. Complained for 6 mos of pain (bruising) left greater than the right. Arthralgias (with morning stiffness), myalgias, dysesthesias, paresthesias, spasms, numbness of tongue/face, chronic fatigue, swollen glands, low grade fevers, hot flashes, headaches, temporomandibular joint disease problems, visual disturbances, dizzy spells, memory problems, dry nose, oral sores, rashes of left breast, rashes on sun exposure, sensitivity to chemicals, shortness of breath, chest pain (negative cardiac work up), choking sensation, weight gain, gastrointestinal and genitourinary problems, otherwise healthy.